Manufacturer narrative:
This is the final report submitted regarding this surgical event and medical device.

Manufacturer narrative:
This is the initial report submitted regarding this surgical event and medical device.

Event description:
It was reported that a patient experienced an abnormal sensation into the shoulder at 1 month post-op (B)(6) 2016). After x-rays on (B)(6) 2016 -> disassembly between glenosphere and baseplate. Revision surgery on (B)(6) for removal of glenosphere and baseplate.